Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. 626143, 526143) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("essure micro-insert migration / dislodged coil from the right fallopian tube in the endometrial cavity"), genital haemorrhage ("general abnormal bleeding"), rash ("rash / skin condition"), psychological trauma ("psych injury") and post procedural complication ("post procedural complication"). The patient was treated with removal of device. Essure was removed. At the time of the report, the pelvic pain, device expulsion and post procedural complication outcome was unknown. The reporter considered device expulsion, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and rash to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2008. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received : previously reported event "essure micro-insert migration" pt updated to "device expulsion", reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('essure micro-insert migration') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), rash ("rash / skin condition"), psychological trauma ("psych injury") and post procedural complication ("post procedural complication"). The patient was treated with removal of device. Essure was removed. At the time of the report, the pelvic pain and post procedural complication outcome was unknown. The reporter considered device dislocation, genital haemorrhage, pelvic pain, post procedural complication, psychological trauma and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received; case became valid, patient information updated; product information updated; adverse events added to case: "pelvic pain"; "device dislocation"; "bleeding nos"; "rash"; "psychological trauma". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.